Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (cramps)") in a 33-year-old female patient who had essure (ess205) (batch no. 12261407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she use birth control or contraception at any time following her essure placement procedure". The patient's past medical history included multigravida and complication of delivery (the child was broken when he was delivered, spent 8 hours in nicu..). Previously administered products included for an unreported indication: oral contraceptives nos. Concurrent conditions included parity 3, drug allergy and general body pain. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2008, 3 years 6 months after insertion of essure (ess205), the patient experienced the first episode of migraine ("migraines"). On (B)(6) 2008, the patient experienced vaginal infection ("vaginitis") and cervicitis ("cervicitis"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), erythema ("redness in leg") and the second episode of migraine ("headache migraine") with visual impairment. On (B)(6) 2013, the patient experienced gravitational oedema ("dependent edema"). In 2014, the patient experienced allergy to metals ("nickel allergy") with peripheral swelling. On an unknown date, the patient experienced dizziness ("dizziness"), speech disorder ("speech"), ovarian cystectomy ("ovarian cyst removal"), adenomyosis ("adenomyosis"), arthralgia ("joint pain"), mental disorder ("caused or aggravated any psychiatric and psychological conditions"), breast cyst ("breast cyst"), feeling abnormal ("brain fog gone") and urticaria ("hives"). The patient was treated with loratadine (alavert), sumatriptan (imitrex), lisinopril, ibuprofen, surgery (hysterectomy) and surgery (surgery to remove). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, vaginal infection, cervicitis, speech disorder, gravitational oedema, ovarian cystectomy, adenomyosis, erythema, mental disorder and breast cyst outcome was unknown, the dizziness, arthralgia, pain in extremity, feeling abnormal and urticaria had resolved and the last episode of migraine was resolving. The reporter considered adenomyosis, allergy to metals, arthralgia, breast cyst, cervicitis, dizziness, erythema, feeling abnormal, gravitational oedema, mental disorder, ovarian cystectomy, pain in extremity, pelvic pain, speech disorder, urticaria, vaginal infection, the first episode of migraine and the second episode of migraine to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on 28-jan-2005: devices in place. Concerning the injuries reported in this case, the following one/ones were reported via medical records: pelvic pain, headaches, breast cyst, vaginitis, cervicitis quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of ptc(product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (cramps)") in a 33-year-old female patient who had essure (ess205) (batch no. 12261407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and complication of delivery (the child was broken when he was delivered, spent 8 hours in nicu..). Previously administered products included for an unreported indication: oral contraceptives nos. Concurrent conditions included parity 3, drug allergy and general body pain. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2008, 3 years 6 months after insertion of essure (ess205), the patient experienced the first episode of migraine ("migraines"). On (B)(6) 2008, the patient experienced vaginal infection ("vaginitis") and cervicitis ("cervicitis"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), erythema ("redness in leg") and the second episode of migraine ("headache migraine") with visual impairment. On (B)(6) 2013, the patient experienced gravitational oedema ("dependent edema"). In 2014, the patient experienced allergy to metals ("nickel allergy") with peripheral swelling. On an unknown date, the patient experienced dizziness ("dizziness"), speech disorder ("speech"), ovarian cystectomy ("ovarian cyst removal"), adenomyosis ("adenomyosis"), arthralgia ("joint pain"), mental disorder ("caused or aggravated any psychiatric and psychological conditions"), treatment noncompliance ("she use birth control or contraception at any time following her essure placement procedure"), breast cyst ("breast cyst"), feeling abnormal ("brain fog gone") and urticaria ("hives"). The patient was treated with loratadine (alavert), sumatriptan (imitrex), lisinopril, ibuprofen, surgery (hysterectomy) and surgery (surgery to remove). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, vaginal infection, cervicitis, speech disorder, gravitational oedema, ovarian cystectomy, adenomyosis, erythema, mental disorder, treatment noncompliance and breast cyst outcome was unknown, the dizziness, arthralgia, pain in extremity, feeling abnormal and urticaria had resolved and the last episode of migraine was resolving. The reporter considered adenomyosis, allergy to metals, arthralgia, breast cyst, cervicitis, dizziness, erythema, feeling abnormal, gravitational oedema, mental disorder, ovarian cystectomy, pain in extremity, pelvic pain, speech disorder, treatment noncompliance, urticaria, vaginal infection, the first episode of migraine and the second episode of migraine to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: devices in place. Concerning the injuries reported in this case, the following one/ones were reported via medical records: pelvic pain, headaches, breast cyst, vaginitis, cervicitis. Most recent follow-up information incorporated above includes: on 21-may-2018: events- "breast cyst, brain fog gone, hives", reporter, lab data added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (cramps)') in a 33-year-old female patient who had essure (ess205) (batch no. 12261407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she use birth control or contraception at any time following her essure placement procedure". The patient's medical history included multigravida, complication of delivery (the child was broken when he was delivered, spent 8 hours in nicu..), pap smear abnormal, vaginal discharge, vaginitis and dyspareunia. Previously administered products included for an unreported indication: loratadine and oral contraceptives nos. Concurrent conditions included parity 3, drug allergy, general body pain, itching both hands, seasonal allergy, flu, autoimmune disorder, hives, headache, sore throat, pharyngitis, numbness, obesity, phonophobia, cervical cancer, dysmenorrhea, forgetfulness, urinary incontinence, stress, menorrhagia, cough and increased blood pressure. Concomitant products included oxycodone. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced migraine ("migraines"), 3 years 6 months after insertion of essure (ess205). On (B)(6) 2008, the patient experienced vaginal infection ("vaginitis") and cervicitis ("cervicitis"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), erythema ("redness in leg") and migraine headache ("headache migraine") with visual impairment. On (B)(6) 2013, the patient experienced gravitational oedema ("dependent edema"). In 2014, the patient experienced allergy to metals ("nickel allergy") with peripheral swelling. On an unknown date, the patient experienced dizziness ("dizziness"), speech disorder ("speech"), adenomyosis ("adenomyosis"), arthralgia ("joint pain"), mental disorder ("caused or aggravated any psychiatric and psychological conditions"), breast cyst ("breast cyst"), feeling abnormal ("brain fog gone"), urticaria ("hives"), oedema peripheral ("chronic fluid retention, in the legs"), sneezing ("sneeze") and pruritus ("back itches") and underwent ovarian cystectomy ("ovarian cyst removal"). The patient was treated with ibuprofen, lisinopril, loratadine (alavert), sumatriptan (imitrex) and surgery (hysterectomy and surgery to remove). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, vaginal infection, cervicitis, speech disorder, gravitational oedema, ovarian cystectomy, adenomyosis, erythema, mental disorder and breast cyst outcome was unknown, the migraine, migraine headache and pruritus was resolving and the dizziness, arthralgia, pain in extremity, feeling abnormal, urticaria, oedema peripheral and sneezing had resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, breast cyst, cervicitis, dizziness, erythema, feeling abnormal, gravitational oedema, mental disorder, migraine, oedema peripheral, ovarian cystectomy, pain in extremity, pelvic pain, pruritus, sneezing, speech disorder, urticaria, vaginal infection and migraine headache to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: devices in place. Concerning the injuries reported in this case, the following one/ones were reported via medical records: pelvic pain, headaches, breast cyst, vaginitis, cervicitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: plaintiff fact sheet received. Reporter information updated. Events: chronic fluid retention in the legs, sneeze, back itches. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (cramps)') in a 33-year-old female patient who had essure (ess205) (batch no. 12261407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she use birth control or contraception at any time following her essure placement procedure". The patient's medical history included multigravida, complication of delivery (the child was broken when he was delivered, spent 8 hours in nicu), pap smear abnormal, vaginal discharge, vaginitis and dyspareunia. Previously administered products included for an unreported indication: loratadine and oral contraceptives nos. Concurrent conditions included parity 3, drug allergy, general body pain, itching both hands, seasonal allergy, flu, autoimmune disorder, hives, headache, sore throat, pharyngitis, numbness, obesity, phonophobia, cervical cancer, dysmenorrhea, forgetfulness, urinary incontinence, stress, menorrhagia, cough and increased blood pressure. Concomitant products included oxycodone. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced migraine ("migraines"), 3 years 6 months after insertion of essure (ess205). On (B)(6) 2008, the patient experienced vaginal infection ("vaginitis") and cervicitis ("cervicitis"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), erythema ("redness in leg") and migraine headache ("headache migraine") with visual impairment. On (B)(6) 2013, the patient experienced gravitational oedema ("dependent edema"). In 2014, the patient experienced allergy to metals ("nickel allergy / metal allergies, ") with peripheral swelling. On an unknown date, the patient experienced dizziness ("dizziness"), speech disorder ("speech"), adenomyosis ("adenomyosis"), arthralgia ("joint pain"), mental disorder ("caused or aggravated any psychiatric and psychological conditions"), breast cyst ("breast cyst"), feeling abnormal ("brain fog gone"), urticaria ("hives"), oedema peripheral ("chronic fluid retention, in the legs"), sneezing ("sneeze"), pruritus ("back itches"), vulvovaginal mycotic infection ("yeast infection ") and menopausal symptoms ("hot flashes to premenopause") and underwent ovarian cystectomy ("ovarian cyst removal"). The patient was treated with ibuprofen, lisinopril, loratadine (alavert), sumatriptan (imitrex) and surgery (hysterectomy and surgery to remove). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, vaginal infection, cervicitis, speech disorder, gravitational oedema, ovarian cystectomy, adenomyosis, erythema, mental disorder, breast cyst and vulvovaginal mycotic infection outcome was unknown, the migraine, migraine headache and pruritus was resolving and the dizziness, arthralgia, pain in extremity, feeling abnormal, urticaria, oedema peripheral and sneezing had resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, breast cyst, cervicitis, dizziness, erythema, feeling abnormal, gravitational oedema, menopausal symptoms, mental disorder, migraine, oedema peripheral, ovarian cystectomy, pain in extremity, pelvic pain, pruritus, sneezing, speech disorder, urticaria, vaginal infection, vulvovaginal mycotic infection and migraine headache to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: devices in place. Concerning the injuries reported in this case, the following one/ones were reported via medical records: pelvic pain, headaches, breast cyst, vaginitis, cervicitis the following information was received from social media abdominal pain, yeast infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter and event "hot flashes to pre-menopause" were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain (cramps)') in a 33-year-old female patient who had essure (ess205) (batch no. 12261407) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she use birth control or contraception at any time following her essure placement procedure". The patient's medical history included multigravida, complication of delivery (the child was broken when he was delivered, spent 8 hours in nicu..), pap smear abnormal, vaginal discharge, vaginitis and dyspareunia. Previously administered products included for an unreported indication: loratadine and oral contraceptives nos. Concurrent conditions included parity 3, drug allergy, general body pain, itching both hands, seasonal allergy, flu, autoimmune disorder, hives, headache, sore throat, pharyngitis, numbness, obesity, phonophobia, cervical cancer, dysmenorrhea, forgetfulness, urinary incontinence, stress, menorrhagia, cough and increased blood pressure. Concomitant products included oxycodone. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced migraine ("migraines"), 3 years 6 months after insertion of essure (ess205). On (B)(6) 2008, the patient experienced vaginal infection ("vaginitis") and cervicitis ("cervicitis"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), erythema ("redness in leg") and migraine headache ("headache migraine") with visual impairment. On (B)(6) 2013, the patient experienced gravitational oedema ("dependent edema"). In 2014, the patient experienced allergy to metals ("nickel allergy / metal allergies, ") with peripheral swelling. On an unknown date, the patient experienced dizziness ("dizziness"), speech disorder ("speech"), adenomyosis ("adenomyosis"), arthralgia ("joint pain"), mental disorder ("caused or aggravated any psychiatric and psychological conditions"), breast cyst ("breast cyst"), feeling abnormal ("brain fog gone"), urticaria ("hives"), oedema peripheral ("chronic fluid retention, in the legs"), sneezing ("sneeze"), pruritus ("back itches") and vulvovaginal mycotic infection ("yeast infection ") and underwent ovarian cystectomy ("ovarian cyst removal"). The patient was treated with ibuprofen, lisinopril, loratadine (alavert), sumatriptan (imitrex) and surgery (hysterectomy and surgery to remove). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, vaginal infection, cervicitis, speech disorder, gravitational oedema, ovarian cystectomy, adenomyosis, erythema, mental disorder, breast cyst and vulvovaginal mycotic infection outcome was unknown, the migraine, migraine headache and pruritus was resolving and the dizziness, arthralgia, pain in extremity, feeling abnormal, urticaria, oedema peripheral and sneezing had resolved. The reporter considered adenomyosis, allergy to metals, arthralgia, breast cyst, cervicitis, dizziness, erythema, feeling abnormal, gravitational oedema, mental disorder, migraine, oedema peripheral, ovarian cystectomy, pain in extremity, pelvic pain, pruritus, sneezing, speech disorder, urticaria, vaginal infection, vulvovaginal mycotic infection and migraine headache to be related to essure (ess205). No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: results: devices in place. Concerning the injuries reported in this case, the following one/ones were reported via medical records: pelvic pain, headaches, breast cyst, vaginitis, cervicitis the following information was received from social media abdominal pain, yeast infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- yeast infection. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain (cramps)") in a (B)(6) -year-old female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and complication of delivery nos (the child was broken when he was delivered, spent 8 hours in nicu.). Previously administered products included for an unreported indication: oral contraceptives nos. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2008, 3 years 6 months after insertion of essure (ess205), the patient experienced the first episode of migraine ("migraines"). On (B)(6) 2008, the patient experienced vaginal infection ("vaginitis") and cervicitis ("cervicitis"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), erythema ("redness in leg") and the second episode of migraine ("headache migraine"). On (B)(6) 2013, the patient experienced gravitational oedema ("dependent edema"). In 2014, the patient experienced allergy to metals ("nickel allergy") with peripheral swelling. On an unknown date, the patient experienced dizziness ("dizziness"), speech disorder ("speech"), ovarian cystectomy ("ovarian cyst removal"), adenomyosis ("adenomyosis"), arthralgia ("joint pain"), mental disorder ("caused or aggravated any psychiatric and psychological conditions") and treatment noncompliance ("she use birth control or contraception at any time following her essure placement procedure"). The patient was treated with loratadine (alavert), sumatriptan (imitrex), lisinopril, ibuprofen, surgery (hysterectomy) and surgery (surgery to remove). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, allergy to metals, vaginal infection, cervicitis, speech disorder, gravitational oedema, ovarian cystectomy, adenomyosis, arthralgia, erythema, mental disorder and treatment noncompliance outcome was unknown, the dizziness and pain in extremity had resolved and the last episode of migraine was resolving. The reporter considered adenomyosis, allergy to metals, arthralgia, cervicitis, dizziness, erythema, gravitational oedema, mental disorder, ovarian cystectomy, pain in extremity, pelvic pain, speech disorder, treatment noncompliance, vaginal infection, the first episode of migraine and the second episode of migraine to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: not provided. Concerning the injuries reported in this case, the following one/ones were reported via medical records: pelvic pain, headaches, breast cyst, vaginitis, cervicitis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.